Event description:
Info was received that reported a pt was hospitalized in 2008, due to hyperglycemia. It was reported that the pt had a blood glucose of 532. She was brought to the ER. Upon admit her blood glucose was >600. She was treated with IV insulin and fluids. The pt reports she is disabled and her md has directed to go to the ER whenever her blood glucose is above 330. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.